Event description:
In 2008, the patient called for assistance with priming her infusion set. She stated that e11 (set not primed) was displayed. The patient was assisted with successfully priming the infusion set. She stated that she changed her infusion set due to an occlusion (e4) error. She stated that her blood glucose measured "hi" on her blood glucose monitor. Her normal blood glucose level is 120-150 mg/dl. She stated that her infusion set had been "out for a while" (at least 2 hours). She is visually impaired and was waiting for assistance with changing the infusion set. She stated that she normally changes the headset every 3-4 days. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.